Event description:
The customer reported an issue where the t:slim insulin pump could not retrieve data, resulting in multiple unsuccessful troubleshooting attempts, including toggling bluetooth, force quitting the app, signing back in, and reinstalling the app among other steps. There was no reported impact to the customer's blood glucose level. Ultimately, the pump was replaced as it failed to connect even when paired with a different mobile device, and the customer will continue to use a backup therapy with their current pump. The customer was advised on how to put the pump into storage mode and instructed to return the problematic pump with a pre-paid label.